Event description:
When consumer was transferring himself from chair to the wheelchair, the already weak arm allegedly snapped and broke in half, causing the consumer to fall and break his hip. Serious injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model tdxsi, serial number/date code (B)(4) is approximately 1 year 6 months old. The user manual part number 1154294 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male. The consumer was transferring into the power chair when the alleged weak arm snapped causing the consumer to fall and break his hip. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.